Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.". ¿clean the connector cable with 70% isopropyl alcohol.¿.

Event description:
A complainant reported a patient was on impella cp support. During intensive care unit management, a fluid leak was confirmed near the pump reservoir. As there was no significant change in the purging fluid, the situation was observed. Two days after insertion, the pump was removed without any problems. The patient survived the explant.

Manufacturer narrative:
The investigation of purge leak: pump has been completed. The pump was returned for investigation. The pump was purged for over 30 minutes and there was a minor leak observed on the reservoir. No visual damage observed. The reservoir was put under keyence ta crack was seen. The root cause of the purge leak was a damaged sidearm reservoir as evidenced by returned product inspection and testing. D9 device returned to manufacturer date added g1 reporting contact email revised on manufacturer device report 1220648-2024-23687 in accordance with updated procedures.